Event description:
Blood noted in the helium line of the left axillary intra-aortic balloon pump (iabp) consistent with balloon rupture. Iabp placed in standby and helium line clamped to prevent blood backflow into the console.